Event description:
It was reported that oversensing due to loss of capture, decreased sensing, and decreased pacing impedance were observed on the right ventricular (rv) lead. Dislodgement was suspected as the cause of the event. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing due to loss of capture, decreased sensing, and decreased impedance were observed on the right ventricular (rv) lead. Dislodgement was suspected as the cause of the event. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.